Manufacturer narrative:
The investigation has been completed and the alleged malfunction issue and shut down issue was verified. Based on the analysis, the alleged touch screen issue could not be verified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut down. Reportedly, the customer was able to turn the pump back on after charging the pump. It was also reported that when the pump turned on, the touch screen was unresponsive and not functional. Additionally, it was reported that a malfunction alarm occurred. The customer's blood glucose was in the 400 mg/dl range. Customer confirmed that an alternate method of insulin delivery was available.